Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant high inr (approx 4) compared with the lab for multiple pts, however, only one pt's lab inr was available. Results as follows: date: (B)(6) 2011; inratio inr: approx. 4; lab inr: 1.7. Pt's therapeutic ranges is: (2.0-3.0). Caller did not have any info on pts' medication or medical histories. Caller also reported error nnn and nes.